Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and an alarm log review was performed. Visual inspection noted no issues. A battery low alarm was identified in the alarm log, and an f-94 alarm was identified during the power on self-test. The cause was determined to be a damaged main battery. The main battery was replaced to address this condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. This occurred before use, so there was no patient involvement. No additional information is available.